Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with a 500cc mentor smooth round high profile prosthesis and experienced postoperative right-sided deflation. The patient had a video consultation with a healthcare professional, and the diagnosis was confirmed based on visual examination. As a result, the patient underwent removal and replacement with mentor gel breast implants on (B)(6) 2020. The catalog number of the replacement device is either 3503560 or 3503500. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. Mentor received additional information regarding the date of explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The relevant field has been updated. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: during visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor's procedures. Findings revealed a tear at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use states the followings: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).